Event description:
There was an allegation of questionable test results for patient sample(s) on a cobas c 503 analytical unit. Results for the following assays were affected: creatinine, phosphorus, apl (alkaline phosphatase), calcium, alt, total protein, and urea. Please refer to the attachment "pt-0077619.pdf" for patient results.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative performed checks, adjustments, cleanings, replaced the tube of the vacuum assembly, and performed tests with acceptable results. The investigation did not identify a specific cause of the event. However, the service actions resolved the issue.